Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was inspected during a routine checkup. It was observed that the front panel has no display. There was no procedure performed thus no patient was involved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted that the void seal was broken and customer applied materials such as labels in the console. The serial number was also illegible and one foot of the console was missing. The foot pedal was also evaluated and noted that the floor pad was gouged and there was moderate rusting in the dynaglide button. The housing had dents and scratches and hose separation was observed on the triple bore hose. Functional check of the console observed no rotational display caused by massive gas/air leak at turbine pressure switch and there was no burr rotation. The foot pedal functioned properly. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occured. A rotablator rotational atherectomy system was inspected during a routine checkup. It was observed that the front panel has no display. There was no procedure performed thus no patient was involved.

Event description:
It was reported that a display issue occured. A rotablator rotational atherectomy system was inspected during a routine checkup. It was observed that the front panel has no display. There was no procedure performed thus no patient was involved.

Manufacturer narrative:
Corrected: upn-search from h80222020039l1 to 22020-029-l - replacement console, rc-5000, ul/csa. Upn from h80222020039l1 to 22020-029-l. (B)(4).